Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the balloon of the catheter burst on the second attempt at cannulation during the implant procedure. The catheter was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter shaft was analyzed and it appeared the balloon had ruptured. Visual analysis noted damaged during use. The analyst commented there appeared to be a dried substance on the distal end of the balloon catheter (where the rupture took place). In addition there appeared to be blockage within the lumen of the catheter as air was unable to be passed through the lumen using the returned syringe. The dried crystalized substance was likely saline that dried during the procedure and blocked the lumen. When air was forced through the lumen via the syringe, it was possible the balloon burst at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.